Event description:
The customer contact reported a power loss. During testing at the user facility, the device shut off on its own while on battery power. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found corrosion on the aa batteries cover. The cause of the corrosion was leakage from the disposable aa batteries. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.